Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 1 closed sample for analysis. To evaluate the conformity of this unit, we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. The rotation test performed on the closed sample received confirmed that the unit is compliant with the specified requirements. Needle attachment strength result conducted on the closed sample received is 1.37 kgf and fulfils the european pharmacopoeia (ep) requirements (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). This value is in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported a breakage of needle from thread. There is no patient data because it does not concern a specific patient. The oral and maxillofacial surgeons use this thread for intraoral sutures and are concerned that if the needle breaks off the thread, it could fall onto the tongue and be swallowed. Additional information has not been provided.